Event description:
Probe frosted up the shaft during pretesting. Probe not used. Another probe used to complete the case.

Manufacturer narrative:
Device evaluation confirmed reported issue of shaft frosting. Disassembly and further testing showed that a failed vacuum sleeve was the cause of the shaft frosting.